Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a procedure, while setting up the device, a yellow adapter error displayed when the adapter was connected. The display disappeared afterwards as the device turned off. The device started up again by itself after several seconds, but the adapter procedure remaining was shown as 0. The adapter was tried on another handle but the remaining procedure was still 0. A new set of device was used to complete the case. There was no patient injury.